Event description:
It was reported that during surgery, the tips of the drill bits broke, and when screwing in, the tip of the screwdriver's clamping piece broke. The surgery was successful, although it was slightly delayed because it was difficult to insert the drill bit without the tip. The specialist did not experience any discomfort.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.